Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined pacing impedance and high thresholds. A fracture was suspected. During the revision procedure, the helix was unable to be retracted and laser extraction was required. The lead was explanted and replaced. No patient complications have been reported as a result of this event.